Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was received open on (B)(6) 2020. According to the complainant, the packaging of an advanix pancreatic stent was already opened and the sterility of the device was compromised. There was no patient or procedure involved on this event.